Manufacturer narrative:
There is no serial number provided, and therefore, olympus cannot determine if the subject device was returned to olympus for evaluation or not. The cause of the reported event could not be determined at this time. However, based on similar reported events related to the reported device; the most probable cause of the reported event could be attributed to user handling. The instruction manual provides warning which states that impact, fall, shock or similar stress can damage the ceramic insulation at the sheath's distal end and that the instrument must not be used if damaged since otherwise this can cause injuries to the patient and/or user. If additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus received a voluntary event report (#mw5075525) on march 29, 2018 which states ¿approximately 1 centimeter of the ceramic/plastic tip of the olympus endoscope resectoscope sheath, french broke off into the surgical site. The physician was able to grasp and removed it without injury to the patient. The manufacturer¿s device representative was on-site at the time of the event and was made aware of the incident."